Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge. When attempting to charge the pump, the pump would not recognize the power source despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose (bg) level. Contact indicated current pump would continue to be used for diabetes management.